Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. It was reported that haptic was observed to be stuck to the optic after implantation. The reporting facility did not provide a lot number or any identification of the product, therefore, the manufacturing date for the product in question is unknown, however the root cause of the reported issue is potentially related to manufacturing process change that increased the likelihood of company haptics adhering to the optic surface following delivery with the pre-loaded device. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, during placement of lens patient experienced a product malfunction resulting in her return to the operating room (or) at a later date. Lens was inserted into the capsular bag, the trailing haptic appeared to be adhered to the posterior side of iol. Surgeon inserted irrigation and aspiration handpiece back into the eye in an attempt to loosen the haptic but it did not come off. Patient presented in ophthalmology outpatient office for her post operative visit same day in afternoon. Upon examination the lens was out of the capsular bag and was decentered. The same surgery technician who assisted in surgery was present in the office, and was shown the iol under the microscope by provider. She stated the haptic was still adhered to the posterior side of iol. As per the surgeon the lens dislocated because the haptic stuck to the optic. Additional information was received, lens dislocated due to haptic stuck to optic. There was no harm to the patient.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).